Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its software controlled gain functional tests due to a loose connector, and it was further noted that its lower case was scuffed up, both latch tabs were broken off of its power cord bay door, the latch was broken off the media bay door and its system fan was inoperative. The device was to be scrapped due to a lack of available replacement parts. (B)(4).

Event description:
It was reported that the programmer was returned for a trade in and noted issues with the cord cover and keyboard cover. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.